Manufacturer narrative:
H1: this event is no longer reportable for an ins malfunction. The patient reported that the recharger unit malfunction was the cause of the ins not working as expected, and the device was working as designed after replacing the recharger unit. Analysis findings of a recharger antenna failure confirms the recharger unit malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting their weight at the time of the event was 160, the charging unit malfunction was what led to the ins not working as expected, replacing the ins charger caused the device to work as designed and the charger was working, and although the ins does not eliminate their pain, it helps by masking it. No further complications were reported or anticipated.

Manufacturer narrative:
Date of event: date is an estimate (year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and degenerative disc disease/herniated disc pain. It was reported that when the patient went to charge their ins, the controller showed the "cannot find the device" screen, it had been acting "kind of buggy", and they were unable to charge the implant. The controller sometimes showed the "trying to recharge" screen, and showed the highest number, but still wouldn¿t work. The patient's pain was high, and it was confirmed that their therapy helps with pain when on. The patient also mentioned that sometimes they pressed on the rtm paddle and it would start charging. The patient was able to start recharging the day of the call, but during the call the charging session quit, however the patient was able to restart charging ins. The patient also mentioned that their ins does not work as they expected and "isn't able to give me what I need when I need it", they did not know why the battery runs low so often that they are continually going into passive recharge mode, and the patient met with a rep to optimize therapy and said maybe that is why the battery is running low more. No further complications were reported or anticipated.